Event description:
As per complaint (B)(4), during a clinical procedure it was observed that a dental implant healing collar was not "seating" well and there was a gap between the healing collar head and the dental implant.